Event description:
It was reported that the event occured while in the cath lab during insertion into the femoral vein. When removing the dilator from the sheath, the hub of the dilator fell off and the user could not remove the dilator body from the sheath. As a result, the sheath was removed with the dilator successfully. A new kit (cl-07835/lot # cf2044046) was opened and inserted into the same insertion site (femoral vein) used successfully. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay of interruption in therapy noted. The patient outcome is good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed is additional information becomes available.